Event description:
Mother stated that the customer received a no delivery alarm on the insulin pump. Through troubleshooting it was noted that the site may have been occluded. Customer's blood glucose reading at the time of the call was 283 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.